Event description:
The catheter does not have an adequate valve. The thickness is not adequate (very thin) to insert the catheter for hemodynamics monitorization. Besides that, because the thickness is too thin, the introducer twisted after the removal of swan-ganz. There was bleeding when the introducer was removed.

Manufacturer narrative:
The cause of the reported incident could not be determined as there was no product returned. However, the most likely cause of the reported failure as observed on reference sample during simulation could be due to the following: haemostasis valve luer lock not fully loosened (i.e. The degree of "locking" will determine the degree of obstruction and/or resistant. When fully "lock", it will be impossible to advance the catheter body.) During the insertion of the catheter body. User used bigger french size catheter. There is no device of the same lot was used in the field with incidents. Review of manufacturing process showed that the affected lot of the device undergo 100 percent visual inspection to check for visual defects of parts and subassemblies and 100 percent functional test during the manufacturing process. These tests are designed to detect any issues associated with the integrity of exacta assembly process. Review of the quality records showed that the device goes through sampling visual inspection for damaged components during outgoing inspection. Results showed that the devices met the requirements. The user is recommended to ensure the haemostasis valve luer lock be fully loosened (i.e. "Unlock" to facilitate catheter body advancement) during application and user must be aware that exacta sheath introducer is for introduction of one (1) french smaller size catheters as stated on the unit label of exacta products and also stated in thermodilution catheter IFU. Future complaints would be monitored to evaluate trend for investigation.